Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for two week follow-up with rv lead that had loss of capture and no sensing. Diagnostic imaging was performed and lead dislodgement was noted. Patient was taken for lead repositioning and during the procedure, physician was unable to extend the lead helix. Lead was explanted and replaced without any complications. Patient was stable after the procedure and will be monitored with routine follow-up.